Event description:
It was reported by the customer that on (B)(6) 2010, the fiber end fired and irrigated. Also, it was reported the fiber lower part of the tip became overheated. The number of joules was not reported. No pt injury was reported. The device was not returned for eval.